Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The capsule was located in the patient's stomach and was not retrieved. There was no harm to the patient and no intervention was required. Lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.